Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that loss of aspiration occurred. The patient underwent a lower extremity arterial thrombectomy. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, after the catheter entered inside the patient and performed thrombectomy for 30 seconds, it was noted that no blood flow aspirated. Despite repeated flushing of the catheter tip, the issue still occurred. The catheter was then replaced, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that loss of aspiration occurred. The patient underwent a lower extremity arterial thrombectomy. An angiojet solent omni was selected for thrombectomy procedure. During the procedure, after the catheter entered inside the patient and performed thrombectomy for 30 seconds, it was noted that no blood flow aspirated. Despite repeated flushing of the catheter tip, the issue still occurred. The catheter was then replaced, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. Visual examination of the device revealed multiple shaft kinks. The catheter was successfully functionally tested with alarms or aspiration issues present. No other issues were identified during the product analysis.